Event description:
It was reported that, at the intensive care unit, the patient was observed to have no measurable blood pressure. Hemorrhagic bruising was noted on the forearm. After the dressing was removed, a lack of catheter continuity was identified. The vascular portion of the catheter remained in the forearm and was surgically removed. A second arterial catheter was subsequently placed in the other forearm. The additional information indicated that this incident had no impact on patient's condition.

Manufacturer narrative:
Qn #(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed the catheter body was separated adjacent to the catheter hub. The points of separation was observed to be rough and jagged. It was noted that the catheter body was brittle and easily fractured once a perpendicular force was applied. Stress markings indicating brittleness were observed on the catheter body. The appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The overall length of the catheter from the juncture hub to the distal tip measured 53 mm, which is within the specification limits of 52-56 mm per catheter product drawing. The catheter body outer diameter measured 1.06 mm, which is within the specification limits of 1.04-1.09 mm per catheter product drawing. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-00520-pbx was reviewed and includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body had separated adjacent to the catheter hub. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Previous testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, at the intensive care unit, the patient was observed to have no measurable blood pressure. Hemorrhagic bruising was noted on the forearm. After the dressing was removed, a lack of catheter continuity was identified. The vascular portion of the catheter remained in the forearm and was surgically removed. A second arterial catheter was subsequently placed in the other forearm. The additional information indicated that this incident had no impact on patient's condition.